Event description:
The customer's mother reported via phone call that the insulin pump occasionally alarmed no delivery and motor error during bolus delivery attempts. The caller did not know the blood glucose reading. The customer's mother stated that the alarms occurred a week prior to the call. The caller declined troubleshooting assistance for the matter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.